Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, the implantable cardioverter defibrillator was intially implanted in the pocket uneventfully. However, during manipulated of the device in the pocket, there were small amounts of oversensing. All right ventricle lead indicators showed stable connection, impedances, capture and sensing. Therefore, the physician massaged the grommet with saline in efforts to alleviate the oversensing. However, the sensing became worse and consequently, this device was explanted. A same brand device was selected and implanted with successful results. No patient complications have been reported as a result of this event.